Manufacturer narrative:
(B)(4). Date sent: 9/9/2024. D4: batch # 202c81. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60b reload was received partially fired 1/16 along with its opened packaging. The returned reload was reset and loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 202c81, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during the colon resection surgery, after fired, noted the staples malformed. There was no patient consequence reported. No additional information can be provided.